Event description:
It was reported that during a da vinci si myomectomy procedure the mega needle driver instrument wire was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was found broken at the distal end. The one grip cable was broken at the distal idlers. The idler pulley spun freely but was damaged. The distal idler pulley exhibited a couple of indentations around the edges. The evidence was inconclusive, but the damage was likely due to mishandling. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.